Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported the patient was getting no device found on the controller screen and the ins was in the red. The patient reported she was in pain and has problems sleeping. The patient reported the controller will not pass 50% charge. The patient stated she has repositioned the controller and recharger and the controller show no device found and tried charging the controller. The patient stated she is at her mother¿s home and she did not have the rtm or the power cord to plug into the controller. The patient confirmed she was getting screen 15 and 16. The message screen was not resolved on the call. Tech services reviewed patient could use double batteries in controller to see information on the controller the patient did not have available. It was recommended the patient plug the controller into the wall and let the controller charge to 100%, and once controller is charged to 100%, plug the rtm on the controller and charge the implant. It was reviewed that because the ins was in red, it may take ins to charge up 3 hrs or longer because ins is very low. No falls or trauma were confirmed. Additional information was received from the consumer on 2018-08-07. The patient said she is still having trouble trying to charge her implant. The patient keeps getting no device found/position charger/unable to charge number checking the recharger. The patient said the screen fluctuate between no device found/ position charger / unable to charge number 14 checking the recharger 89/ #15 and #16. On (B)(6) 2018, the handheld device was at 50%. The patient unplugged it to charge the handheld device. It was plugged in all last night, but she cannot get it to show the battery levels, she gets no device found. The patient had been in pain since (B)(6) 2018. During the call patient services worked with patient to remove and replace the battery pack and try again. The patient was not able to find the device. The patient was instructed to plug the controller into the wall outlet charger and patient reported the green light was on, but the screen kept fluctuating between press and hold to unlock, looking for device and no device found. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that on (B)(6) 2018 the patient was continuing to have issues with the new recharger. The patient was still seeing the no device found screen. When she turns the patient controller on, after it unlocks, it won¿t go beyond the no device found screen and she can¿t even get to the screen to check her battery levels. The patient controller was plugged in all night; however, the implantable neurostimulator has depleted due to this issue. The patient did not have stimulation. Removing and reinserting the batteries from the patient controller did not resolve the issue. The patient was sent a replacement recharger. On (B)(6) 2018, the patient indicated that she received the replacement recharger, but the issue was still not resolved. The patient contacted the health care provider office and was scheduled to have x-rays. A manufacturer representative met with the patient at a physician¿s office on (B)(6) 2018. The patient controller was still showing the no device found screen. The manufacturer representative¿s tablet also could not find the implantable neurostimulator. The manufacturer representative indicated that they could feel the top of the implantable neurostimulator, but it felt like the bottom of the implantable neurostimulator is tilted inward and way from the skin and it might be more than 3 centimeters deep. The manufacturer representative had attempted to recharge while pushing on the bottom part of the recharger with no resolution. The manufacturer representative had optimized the antenna position for recharging using screen 50. After 3 passive recharge cycles, the manufacturer representative was still only seeing the no device found screen. The manufacturer representative indicated that it seemed that the implantable neurostimulator was actually perpendicular to the skin. The manufacturer representative was successful in ¿disabling¿ the device, but it brought them back to the no device found screen. They then tried another passive recharging cycle. The manufacturer representative saw the normal recharging screen for a moment, but then it went to the poor recharge quality screen and the manufacturer representative had to ¿try again¿ several times. The manufacturer representative was able to recharge again but only for a moment due to poor recharge quality. The patient controller was showing that the implantable neurostimulator was at 100% charge. The manufacturer representative was able to then interrogate the device with the tablet which showed that the implantable neurostimulator was at 100% charge. The manufacturer representative was able to successfully pair the implantable neurostimulator with the patient controller and communicate with it. The last successful recharge session had been around (B)(6) 2018. It was noted that trying to apply pressure to the recharger at the pocket site during recharge was painful as the pocket site was tender. A replacement patient controller was sent to the patient. Additional information was received via a manufacturer representative from a consumer regarding the patient on (B)(6) 2018. It was reported that there was difficulty charging the implantable neurostimulator. There were no environmental factors noted which may have led to or contributed to the issue. The manufacturer representative was unable to communicate with the implantable neurostimulator with proximal telemetry. An impedance check was performed and electrodes 8-15 had high impedances. A connectively check showed impairments on 8-15. A pocket revision was performed. The health care provider unscrewed the leads from the implantable neurostimulator, reset 8-15 in the battery port and checked connectivity. An impedance check was performed again and there were no impairments noted. The health care provider revised the pocket to make the implantable neurostimulator more superficial in the flank. The manufacturer representative was able to connect with the implantable neurostimulator post-operation without issue. An additional impedance check was performed and there were no issues noted. The issue was resolved at the time of the report. No further complications were reported or anticipated.